Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. Patient is asymptomatic and did not receive therapy during the oversensing. Programming changes will be made during the next follow-up on (B)(6) 2016. No further information.